Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure using a 7f sheath. Two sutures were successfully preplaced. Reportedly, the tension was applied to the first suture, the suture separated. The second suture was intact. A new prostyle device was additionally used, and the suture was successfully pre-placed. The sheath was upsized to a 14f sheath, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported difficulties and subsequent treatment appear to be related to operational context. It is likely an interaction with patient anatomy, or the suture pulled until it breaks contributed to the reported suture separation issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.